Manufacturer narrative:
Article citation: ong, jeb alden et. Al, "outcomes of ab interno gelatin microstent with mmc using targeted supra-tenon's placement." Allergan is unable to request further details from authors as no contact information was provided. The events of dellen, device migration, exposure, gel stent curling, gel stent blockage, and malignant glaucoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. (B)(6).

Event description:
A company representative saw a poster containing details of the article "outcomes of ab interno gelatin microstent with mmc using targeted supra-tenon's placement" which noted serious adverse events of 8 instances of blocked xen ; 5 instances of exposed xen ; 4 instances of bent xen ; 2 instances of migrated xen ; 3 instances of malignant glaucoma ; 2 instances of a dellen in 147 eyes. Interventions and reoperations for treatment for adverse events were noted as ac reformation in 10 eyes, 7 eyes needing anterior chamber tap, 2 eyes requiring iris sweep, 1 eye requiring laser trabeculoplasty, 6 eyes requiring a glaucoma valve, 3 eyes requiring xen explant, 2 eyes requiring trabeculectomy, 2 eyes requiring a microshunt, 2 eyes requiring a bleb revision, and one eye requiring a xen amputation.